Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on the bus and was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main half height drawer 2.2 failed intermittently. A field service engineer (fse) reseated and checked all cables, after which the issue was resolved. Customer also tested it with no issues. The system functioned as intended after the field service engineer repaired the device.